Event description:
In 2003, the destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home preparing lunch, when he had experienced a red heart alarm and the pump stopped. The pt attempted to hand pump himself, but was unable to move the diaphragm. The pt ended up being air lifted to hosp. The vad team was notified, and the pt was taken to the or for a pump replacement. The pt remains stable and on lvad support.